Event description:
Additional information received in late 2008, indicates that t1 remains in the patient unsupported.

Manufacturer narrative:
CAPA has been opened to investigate advancement and deployment issues.